Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the lad. On the same day as the index procedure the patient suffered elevated troponin. Cec adjudicated potential mi based on 3rd universal definition. No action taken. Patient recovered.